Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor head fractured while impacting the femur. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned device identified signs of use with gouges and impact marks visible on the impactor head. The reported event that the device was fractured can be confirmed, as the head was fractured in half around the insert. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. Device has a potential field age of nine plus years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from repeated use over time. This complaint is confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.